Manufacturer narrative:
This MDR references accriva diagnostics' complaint number (B)(4) for the hemochron signature elite, serial number (B)(4), the parent case. This MDR also captures a child complaint (B)(4) for the hemochron jr act-lr (low-range) reagent cuvette used. Method codes: analysis of production records. No history of service or repairs. Results code: no findings available. Conclusion code: conclusion not yet available. Accriva diagnostics has requested all data required for form 3500a. This is the initial 30-day report that precedes the instrument evaluation. MDR follow-up #1 will be submitted if the device is returned to the manufacturer for evaluation.

Event description:
Healthcare professional reported that a hemochron signature elite and low-range act system reported higher than expected act results during a pci procedure and coronary stent placement. The patient was receiving intravenous heparin with a target act of >250 seconds. One blood sample generated an act result that was 173 seconds, which was a lower than expected result. A bolus dose of heparin was given and another blood sample drawn 9 minutes later generated an act result of 344 seconds, which was a higher than expected result. The heparin infusion was discontinued and a repeat blood sample drawn 38 minutes later was 161 seconds. This result was used for patient management and heparin administration was resumed. The hemochron signature elite and low-range act system passed electronic and liquid qc before the procedure. No bleeding was reported during the procedure.

Event description:
Follow-up #1.

Manufacturer narrative:
MDR 2250033-2018-00018 follow-up #1 provides the results of the instrument evaluation for the hemochron signature elite instrument, serial number (B)(4) named in accriva diagnostics' complaint number (B)(4). Method code: 10 actual device was evaluated. Results code: 213 no failure detected. Whole blood liquid qc was assayed with retains of the same cuvette lot used in the procedure and results were found to be within specifications, and close to the mean. Electronic qc passed as well. Conclusion code: 67 unable to confirm complaint.